Event description:
It was reported that a patient presented with dislodgement on the right ventricular lead and migration noted on the patient's implantable cardioverter defibrillator. The lead dislodgement resulted in diminished sensing. The lead was explanted and replaced on (B)(6) 2024, and the device was revised. The migration of the device was noted during the procedure and the patient was stable throughout.

Manufacturer narrative:
Related manufacturer reference number: 2017865-2024-40568.

Event description:
New information received notes that the device remained implanted and will not be returned.